Event description:
A pt reported to gore that she underwent a procedure in (B) (6) 2002 in which "gore-tex dual mesh" was used to repair a recurrent hernia. The pt further reported that over the next 11 months, she experienced pain and seroma. The seroma was treated several times by drainage within this time period. Subsequently, an exploratory surgery was performed in (B) (6) 2003, followed by another surgery in (B) (6) 2003, during which the mesh was removed due to infection. The pt was discharged with wound v.a.c therapy.

Manufacturer narrative:
Device was not returned for evaluation. Lot number information was not available, therefore, a review of quality records could not be performed. The device was not returned for evaluation, therefore, a direct product analysis could not be conducted. Based upon the available information, the exact cause for the reported event cannot be determined, but there is no available evidence that the reported event was related to a product malfunction or defect. Infection and seroma are well known risks with surgery and are identified within the instructions for use as a possible adverse reaction with the following statement, "possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." All available information has been placed on file for use in tracking, trending and follow up.